Event description:
It was reported the patient presented for a generator upgrade. During the surgery, the atrial lead dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.